Manufacturer narrative:
No trend considering the following event is identified: fracture of revitan pin connection. Device history records (DHR): as no lot numbers were provided for the revitan®, distal part, straight, uncemented,16/200, the device history records could not be reviewed. An e-mail requesting missing device data information was sent to the complainant. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event description (event details, per): it was reported that the patient was implanted with a revitan stem in the right hip on an unknown date and underwent a revision surgery on (B)(6) 2017 due to breakage. Review of received data: x-rays: 2 photographs of x-rays taken on (B)(6) 2017 were received. The x-rays show an ap pelvis overview and an axial view of the right hip. The images are in a rather low quality as they were taken with an angle and exhibit several reflections. On the ap x-ray of the pelvis the proximal part of the revitan® stem is tipped medially. On the lateral side of the proximal part is a gap visible between bone and prosthesis due to its medial tipping. On the medial side of the stem seems to be a sclerotic line starting at the height of the most proximal cerclage along the entire stem length shown on the x-ray. This sclerotic line forms a bulge approximately at the middle of its own length leading to a radiolucent area. On the axial x-ray a gap is visible between the implant and the bone whereas the femoral canal is bordered by a sclerotic line along the proximal part and the proximal third of the distal part. With no other x-rays to compare it to it is not possible to make additional statements. Photographs: four pictures were received showing the open hip during the revision surgery. The pictures do not show anything that would affect the results of the investigation and are therefore not included in this report. Devices analysis: visual examination: only the proximal part of the revitan® stem and the biolox® forte head were received for investigation as the distal part was discarded by mistake. The anchoring surface of the proximal stem part shows almost no bone attachments. Only slight signs of bone attachments can be observed in one small area on the lateral side. The anchoring surface also exhibits different features such as nicks, scratches, indents and slightly polished areas. On the medial side polished transvers lines and spots are noticeable whereas those are more obvious in the curved area. The face surface of the medial tooth is slightly polished which is probably due to the contact with the distal fracture part after the fracture. The proximal fracture part of the connection pin is still assembled to the proximal part of the revitan® stem. The connection pin of the revitan® stem is fractured in the non-blasted area. The fracture surface is slightly polished along the edge and shows some darkish discoloration on the fracture surface. The latter has mostly a smooth and dull appearance. The middle of the fracture surface seems to be still the original fracture surface structure. It shows a structure which points to a fatigue fracture starting from the lateral side. As far as visible, macroscopically, no defects that could have favored or triggered the fracture were found on the fracture surface. The connection pin shows an almost circumferential stripe with a width up to 4 mm which appears partially polished. Closer inspection of the stripe with the low power microscope (leica mz16 a, eq-ID wnt-03-rsr-540-151663) revealed a mixture of metal transfer, polishing, signs of fretting and signs of corrosion. On the lateral side cracks were also observed in the area close to the fracture surface. The surface changes sometimes overlap into the blasted surface. The biolox® forte head and the proximal part of the revitan® stem were still assembled when the retrievals were received and were disassembled for further investigation. There is nothing to report about the articulation surface of the head. The head taper shows the commonly observed material transfer from the stem taper indicating a proper fixation of the head on the stem. Overall the head is inconspicuous. Conclusion summary: the revitan® stem was revised after an unknown time in vivo due to a fracture of the revitan® stem at the connection pin. Only the proximal part of the revitan® stem and the biolox® forte head were received for investigation as the distal part was discarded bymistake. The proximal fracture part of the connection pin is still assembled to the proximalpart of the revitan® stem. The connection pin¿s fracture surface shows partially a structure which points to a fatigue fracture starting from the lateral side. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surface. Almost no bone attachments could be observed on the proximal part of the revitan® stem. On the medial side polished transvers lines and spots were observed which could point to possible loosening / movements against the femur. If these movements against the femur occurred before or after the fracture remains unknown. Different features could be observed on the proximal part of the revitan® stem. However, it is rather difficult to distinguish between retrieval damage and features that could be attributed to possible other phenomena, e.g. Loosening / movements. The observations made on the x-rays around the revitan® stem¿s proximal part and the proximal third of the distal part could be indications for loosening and / or the previous implant bed. It stays unknown if the latter originated from the revitan® stem itself or a previous implant. The development over time in vivo stays unknown with no other x-rays to compare. On the proximal fracture part of the connection pin an almost circumferential stripe with surface changes was observed revealing a mixture of metal transfer, polishing, signs of fretting and signs of corrosion. It is unknown if these surface changes existed already before the start of the fracture and are associated with the fracture or developed exclusively as concomitants. As there is no clinical information available (e.g. Patient medical history, surgical reports or x-ray follow-up for instance to assess bone changes over time) the background of this case remains unknown. It is unknown if and to which extent the surface changes on the connectionpin, the possible loosening / movements or other phenomena had an influence on the sequence of events and if there were other influencing factors. Based on the retrieval investigation and the received information the reason for the fracture stays unknown. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). The actual device reported is not marketed in USA, but devices with similar characteristics (i.e fitmore hip stem a size 2) are marketed in USA, and therefore this report was filed.

Event description:
It was reported that the patient was implanted a revitan, distal part, straight, uncemented, 16/200 on the right side on an unknown date and underwent a revision surgery on (B)(6) 2017 due to breakage.